Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as bruising on the front and left side of the body. The patient reported he believes the garment maybe too tight. The patient believes the irritation is due to blood thinner medication because the equipment does not touch where the skin is irritated. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Field services remeasured the patient and the patient measured into the same size. The patient reported the doctor prescribed a cream. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.